Manufacturer narrative:
The customer left a message with ge healthcare technical support. Ge healthcare technical support attempted to contact the customer but was unable to speak live with customer. A message was left but the customer has not called back. No report of patient involvement.

Event description:
The hospital reported that the front right caster wants to fall out when you move it. There was no report of patient involvement.